Manufacturer narrative:
Initial and final MDR 1882030 - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set soft cannula bent events since last two weeks starting from (B)(6) 2024. Insertion site was at abdomen and thigh. Event occurred after three hours of insertion. Blood glucose levels were high (specific value unknown) and patient was also having moderate ketones at the time of event. Patient took correction injection via pump and multi daily injections to resolve the issue and replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-07151. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6004833 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6004833 were previously tested in 1860553 on 06/may/2023. Device history record (DHR) review: packing: lot 1882030 was manufactured according to the work instruction (wi) version 110 in the line l-6, on 14/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004833 and other 14 complaints has been registered in database for the same lot 6004833 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code